Event description:
The customer reported that while monitoring telemetry patients, the local displays at the xhibit central station (xcs) stopped displaying all images. The xcs was also connected to remote displays that duplicated the images, half the beds were no longer showing on the remote displays. A spacelabs healthcare field service engineer (fse) contacted the customer to assist troubleshooting. The fse stated the customer reset power to the displays and the video signal was restored. The fse also advised the customer ensure that all display related equipment are plugged into an uninterruptible power supply (ups) to prevent further issues.